Event description:
The customer reported they cannot get the 12 lead function to work, as they have tried different lead sets. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported they cannot get the 12 lead function to work, as they have tried different lead sets. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.